Manufacturer narrative:
Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of onset for postoperative pain and device breakage is unknown. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate was found broken postoperatively. The patient came to the hospital because she had a pain at the affected part. About 2 months passed from the initial implant. According to the surgeon, no possible cause is currently known. Re-operation will be performed. This report is 1 of 1 for (B)(4).